Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation:  rupture / deflation.

Event description:
Healthcare professional reported via national breast implant registry (nbir) of "left side suspected/actual rupture/deflation, ptosis." Device has been explanted and replaced.